Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation failure of the probe occurred and the probe could not cut during vitrectomy surgery. The condition of aspiration was unknown. The procedure was completed by replacing the probe with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. No technical inquiries were received from the customer. One probe was received for the report. The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed on the port face, inside the port, and on the welded cap. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device¿s rfid tag. One non-conformance was identified related to a bent inner cutter. This related non-conformance could have potentially contributed to the reported event; however, the returned sample met specification. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues and a non-conformance record has been completed for the related record on the non-conformance report. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).